Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the patient gave correction boluses. The ketones were positive.